Manufacturer narrative:
Device history records showed no problems with materials, MFR, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications.

Event description:
During conversation, dentist reported handpiece burned a pt. Dental office contacted on 11/10/2008, 11/25/2008, 12/16/2008, 02/17/2009, 03/26/2009 and 03/26/2009 to obtain additional info regarding details of incident, but none received.